Manufacturer narrative:
Manufacturer's investigation conclusion: although corrosion was confirmed in the modular cable inline connector that could have contributed to the driveline power fault alarms, a specific cause for the corrosion could not be conclusively determined through this evaluation. It was reported that the patient returned to the center on (B)(6) 2025 with a driveline power fault alarm. X-ray images were taken of the patient¿s driveline, which were unremarkable upon review. The mod cable had been in use since (B)(6) 2023. Review of the submitted log files confirmed driveline power fault alarms that were activated on (B)(6) 2025. The system appeared to be operating at the set speed without issue, and there were no other notable alarms active in the log files. The heartmate 3 modular cable, lot #9145371, was returned in used condition. The controller connector pins appeared unremarkable; however, corrosion residue was found along the pins of the inline connector. Corrosion residue was also noted near the base of the red and brown power lines. Continuity of the wires were checked, and the wires were found to be electrically intact. None of the measured resistances would have activated the driveline power fault alarm; however, corrosion on the electrical contacts can contribute to higher resistance and therefore could have contributed to the driveline power fault alarm. The outer layers of the modular cable were removed with no remarkable findings. A specific cause for the corrosion could not be determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 ¿patient care and management¿ warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline and driveline exit site. Section 4 instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ this section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for the modular cable, lot # 9145371, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was returning with driveline power fault. System controller and modular cable were exchanged on (B)(6)2025. It was also noted that there was some green corrosion possibly on patient's connection on the pump side. X-rays contained no obvious areas of concern. The faults were likely associated with the corrosion on the patient's connector. Log files contained the recurrence of the driveline power faults starting on (B)(6)2025. The log files following the exchange indicated the driveline power faults have resolved. Another modular cable was exchanged on (B)(6)2025 while modular connector cleaning was done. The driveline power fault returned and after discussion, the alarms were permanently silenced. Additional log files confirmed the recurrence of driveline power faults. The driveline monitoring values online a were intermittently dropping below the alarm threshold. Additional information stated that another modular cable was replaced on (B)(6)2025.

Event description:
It was later confirmed that the patient did not have modular cable exchanged on 11feb2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.